Event description:
It was reported that a patient presented to the clinic with noise on their right ventricular lead that resulted in oversensing. The noise was unreproducible with isometrics. The lead was explanted and replaced on (B)(6) 2022. The patient was discharged post-procedure.